Manufacturer narrative:
It is unknown if either product will be returned for laboratory analysis. An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with noise that led to oversensing and the delivery of inappropriate shocks. It was also noted that the pacing impedance measurements on the rv lead were below 200 ohms. An insulation break on the rv lead was suspected. No adverse patient effects were reported. A revision procedure was scheduled for a later date. Additional information was reported that both the ICD and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported.